Event description:
It was reported that there was an atrial lead warning for high lead impedance. It was further reported that noise and atrial high rate episodes were also noted. The lead was capped and replaced with a new lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.